Event description:
On (B)(6) 2014, the reporter contacted lifescan USA alleging that the subject meter read inaccurately high compared to another device. It was not known what readings were obtained on either the subject meter or another device. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.